Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer could not exit the rewind complete screen. The customer stated their insulin could not be processed because they were stuck in the rewind complete/bolus delivery loop. Troubleshooting was able to resolve the issue. The customer was advised that the issue was caused by the customer's attempt to bolus during the rewind/fill tubing process. The customer was also assisted with successfully delivering their bolus. Customer's blood glucose 246 mg/dl. No additional information provided.